Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the left ventricular (lv) lead exhibited high-pacing impedance. No other information was available.